Manufacturer narrative:
The carpediem system was granted de novo classification by the us FDA on april 29, 2020, and has been classified as class ii. As such, the carpediem system is subject to medical device reporting requirements (21 cfr 803). Since april 2020, 5 (five) complaints were registered in the EU region. These events were appropriately reported to the relevant competent authorities within EU, in compliance with local vigilance requirements. The same events were not reported to the us FDA, due to an initial misclassification of the device within the complaint handling system. Specifically, the carpediem system involved in the above-mentioned events was not identified as a "similar device" to the one distributed in the us market. This classification error led to the assumption that the events were not reportable under FDA¿s medical device reporting requirements, and the events were not reported to the us FDA. Mozarc medical will, going forth and retrospectively, comply with all fd & c act's requirements including medical device reporting (21 cfr 803) for the carpediem system. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted that the display/lcd (liquid crystal display)/gui (graphical user interface)/screen was damaged and had been replaced by the service technician. It was reported that the device was emitting smoke and there was an issue with the device's display. The reported issues were confirmed. The most likely cause was traced to a component failure. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, the patient's cvvhd (continuous veno-venous hemodialysis) treatment was initiated as planned. However, about 1120 minutes into the treatment, it had to be terminated 20 minutes earlier than expected. While the device was in use, its screen initially displayed rapidly passing interference. Then, at 5:00 a.m., the display was dark, but the device was reported to be functioning normally until the screen turned off completely. There was no alarm activated. There was nothing unusual observed on the device prior to use before the flickering of the screen. Besides the reported issue, there were no other visible defects found on the device at the time of the event. Priming was done with a normal result. The machine parameters were cvvhd, treatment time 20 h (hours), weight loss 800 ml (milliliters), blood pump 25 ml/min (milliliters per minute), dialysate flow 5 ml/h (milliliters per hour), and effluent dose 5,72 ml/h (milliliters per hour). The physician responsible for the treatment was called to the scene, and preparations were immediately made to end the treatment. During the preparations, an unusual burnt odor was noticed coming from the device. The device was detached from the patient as quickly as possible, after which it was powered off, unplugged from the power source, and removed from the patient room. The staff prepared to initiate pd (peritoneal dialysis) treatment earlier than expected, as the catheter was not yet fully operational. A citrate anticoagulant was administered, and the patient was not treated with any other equipment. The treatment was not completed due to the interruption. The incident was immediately reported to the distributor, the designated team, and the service engineer. Upon opening the device, a fault diagnosis was quickly made. There were some machine components that were replaced. From the contingency stock, they acquired a replacement part (a new screen assembly), and its replacement work was initiated promptly. After the part was replaced, the device was calibrated and tested according to the manufacturer¿s protocol and underwent a simulated treatment and electrical safety testing. Finally, around 7 p.m., the testing was completed, and the staff was able to grant operational clearance for the device. The patient resumed treatment as planned the following afternoon without any issues. No additional remedial actions were required to address the issue. There was no required medical treatment due to the event. There was no blood loss, and blood transfusion was not required. There was no reported patient injury.